Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient¿s device was explanted due to lack of efficacy. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial#(B)(4)) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.